Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00044 2245270-2024-00045. The malfunctioning devices will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA via follow up MDR.

Event description:
Documentation on 2/8: during the morning assessment the bedside nurse noted that the PICC was leaking, she paged vascular for us to come and assess the line. During my assessment of the line I was unable to aspirate blood and when I flushed I noted leaking at the insertion site. During the rewire I attached a saline flush to the previous PICC and flushed as I was retracting the line to assess if there was any damage to the PICC. During this I noted leaking from the old PICC at the 6cm mark. This part of the PICC was approximately 3.5cm inside the patient and was not part of the external tubing. Documented on 2/26: PICC rewire done in the or for a PICC that was leaking. Rewire was successfully done exchanged out a 3f single for a 3f single lumen PICC. Manager was called due to this being the second rewire of a line that was leaking on this patient.

Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00044 and 2245270-2024-00045. We contacted the customer and asked for the defective samples and more details about the incident. Unfortunately, we did not receive the defective samples or any further information. The reported condition cannot be confirmed as no samples or photographs were provided for investigation. Due to the absence of defective samples, the failure could not be confirmed, and the root cause could not be identified. Since the batch numbers provided are not vygon numbers, it is not possible to perform a documentation review. Each catheter is flow and leak tested during production. The tensile force and dimensions of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during manufacturing. Corrective action: due to the absence of defective samples, the failure could not be confirmed, and the root cause could not be identified. Therefore, no further corrective action was initiated by vygon germany quality management. If there's an issue with our product in the future, please send us either a representative photo or, ideally, the defective sample itself.

Event description:
Documentation on 2/8: during the morning assessment the bedside nurse noted that the PICC was leaking, she paged vascular for us to come and assess the line. During my assessment of the line I was unable to aspirate blood and when I flushed I noted leaking at the insertion site. During the rewire I attached a saline flush to the previous PICC and flushed as I was retracting the line to assess if there was any damage to the PICC. During this I noted leaking from the old PICC at the 6cm mark. This part of the PICC was approximately 3.5cm inside the patient and was not part of the external tubing. Documented on 2/26: PICC rewire done in the or for a PICC that was leaking. Rewire was successfully done exchanged out a 3f single for a 3f single lumen PICC. Manager was called due to this being the second rewire of a line that was leaking on this patient.